Event description:
The manufacturer received information alleging headache; burning/smoke/electrical odor, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging alleging headache, burning/smoke/electrical odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on october 22, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechancal ventilator devices. The manufacturer previously received information alleging headache, burning/smoke/electrical odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed several scratches on the front of the device. Dust-like contamination was observed on the top cover, right side panel, and behind the sd (secure digital) card cover. A cut-like scratch was observed across the warning label. A small amount of dust-like contamination was observed on the blower cap, iso (international organisation for standardisation) port and bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer observed dust-like contamination on the flip lid assembly, left side panel, inside the humidifier bottom enclosure, on the dry box, on the heater plate and in the lower base. A dark brownish contamination was observed on the flip lid assembly seal. An unknown contaminant was observed in the lower base. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. And unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.